Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-06. H.6. Investigation summary: bd did receive 3 photographs and 11 samples from the customer in support of this complaint, showing collapsed tubes. 100 retained samples were visually checked and no defects were found. Bd was able to confirm the customers indicated failure mode with the photographs provided and returned samples, however retained samples were satisfactory. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported that prior to use with 19 bd vacutainer® k2e 10.8mg plus blood collection tubes the tubes were deformed. The following information was provided by the initial reporter, translated from french to english: 19 tubes are unusable, badly formed or deformed (as if melted).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 19 bd vacutainer® k2e 10.8mg plus blood collection tubes the tubes were deformed. The following information was provided by the initial reporter, translated from french to english: 19 tubes are unusable, badly formed or deformed (as if melted).